Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1500451 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The doctor found the clip was popped out of the automatic applier, clips were tension-free which caused the clip not to load in the jaw. The doctor tried 2 more appliers with same issue. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Corrected lot#: 01k1200626 per DHR the product auto endo5 ml, lot # 01k1200626 was manufactured on 11/05/2012 a total of (B)(4) pieces. Lot was released on 11/07/2012. DHR investigation did not show issues related to complaint. Failure mode "clips fell from applier" was unable to be confirmed with the picture. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation & determine root cause.

Event description:
The doctor found the clip was popped out of the automatic applier, clips were tension-free which caused the clip not to load in the jaw. The doctor tried 2 more appliers with same issue. The patient's condition was reported as fine.